Manufacturer narrative:
Device evaluation summary: the sheath and stylette were in place on the device. The stent was positioned on the balloon between the marker bands as per specifications. There was no deformation evident to the stent. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. Device was damaged while attempting to remove the stylette. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary, drug eluting stent to treat a moderately tortuous, moderately calcified lesion in the proximal left anterior descending (lad) artery. There was no damage noted to the packaging. Resistance was encountered when advancing the device. Excessive force was used. It was reported that the stent deformed in vivo during positioning. It was stated that the physician believes the event was due to the use of the device in a difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The patient is alive with no injury.